Event description:
Customer called to report that the insulin pump alarmed watchdog timeout. Customer's blood glucose reading was 120 mg/dl. Troubleshooting was done. Customer stated that the alarm did not clear with the esc or act buttons. Advise customer to remove the battery for five minutes, then reinsert it. Customer stated that the display did not return. Advised customer to leave the battery out for two hours. Advised customer to place a new battery into pump and wait for results. Product is not being returned or replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.